Event description:
Procedure: prostatectomy. Reportedly, the device was applied to tissue and activated, but would not open after the seal was made. The jaws were locked around the tissue. While manipulating the instrument after locking on tissue the jaws snapped off. All pieces of the device were removed and the was no reported injury to the patient.